Event description:
It was reported to boston scientific corporation in 2006, that a place hit wallstent biliary endoprosthesis was used during a procedure performed the same day (patient age, gender and weight are unknown). According to the complainant, during stent release, resistance was felt. The physician indicated that the connection between the flushing port and outer sheath was disengaged. Additionally, it was noted that the outer sheath was torn. The physician, holding the outer sheath, was able to complete the procedure with same place hit wallstent biliary endoprosthesis. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
Although the complainant had indicated that the suspect device was being returned for evaluation, it did not return. The device evaluation was not performed; the cause of the reported malfunction is undetermined.